Event description:
After generator change out, noise can be seen on the ff and rv intracardiac signal. It was reported the old can was difficult to remove from the pocket. The doctor had to use more maneuvering and force than usual to remove the old device. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
This lead was explanted on (B)(6) 2023. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.